Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot #: 2052388. D4. Medical device expiration date: 31mar2027. H4. Device manufacture date: 21feb2022. D4. Medical device lot #: 2255780. D4. Medical device expiration date: 30sep2027. H4. Device manufacture date: 12sep2022. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 of the bd ultra-fine¿ insulin syringe had scale marking issues. The following was translated from japanese to english: this is a complaint about scratches on the scale marking area. Customer reported that three product had scratches on the five places of scale marking area.

Manufacturer narrative:
H.6. Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number 2052388 and the 2nd complaint for the reported lot number 2255780. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Event description:
It was reported that 3 of the bd ultra-fine¿ insulin syringe had scale marking issues. The following was translated from japanese to english: this is a complaint about scratches on the scale marking area. Customer reported that three product had scratches on the five places of scale marking area.